Manufacturer narrative:
The reported event of a contact force issue was confirmed. The results of the investigation concluded that the optical fibers did not meet specifications. Dissection of the catheter revealed the irrigation tubing was no longer attached to the end of the body due to inadequate bonding at irrigation tubing. An adhesive failure was also noted between the distal tip and the shaft. Analysis of the log files indicated a loss of signal from optical fiber 1.

Event description:
This event is being reported based on the analysis findings of a detached irrigation tube at the tip of the device. The event was reported as a loss of contact force after an hour of use. The catheter was changed and the issues were resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a contact force issue was confirmed. The results of the investigation concluded that the optical fibers did not meet specifications when the device was connected to the tactisys unit. Dissection of the catheter revealed the irrigation tubing was no longer attached to the end of the deformable body due to inadequate bonding at irrigation tubing. An adhesive failure was also noted between the distal tip and the shaft. Analysis of the log files indicated a loss of signal from optical fiber 1. Both issues are consistent with fluid ingress and a loss of force data during the procedure.

Event description:
During a procedure the contact force data stopped being displayed after approximately one hour. The tactisys also displayed a red light. The catheter was changed and the issues were resolved. The procedure was completed with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was confirmed.